Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs lancing device and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a penetration issue with the freestyle lancing device ii. Due to the issue, the customer was unable to check their glucose and the caregiver had to perform a fingerprick test using only the lancet. A reading of 449 mg/dl was obtained on an adc meter, but the customer experienced a loss of consciousness and was transported to the hospital via ambulance. A blood glucose result of "around 500 mg/dl" was obtained on the paramedic meter and customer received unspecified treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.